Manufacturer narrative:
Visual examination of the returned device revealed no obvious defects. In addition, electrical continuity of the cord was confirmed. Although the cord connector could easily be removed, there were no exposed wires noted; the cause of the electrical shock is unk (see figures 1 & 2). The lot number of the suspect device was not provided; therefore, the customer's shipment history was reviewed to identify a potential lot number for the suspect device. Three lots shipped to the customer prior to reported incident, were identified. The device history record for each of these lots was reviewed; no anomalies were noted. The oct 2007 15 month polypectomy accessories product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. (See scanned page).

Event description:
In 2007, it was reported to boston scientific corp that a polypectomy procedure using an active cord was performed (female patient, age and weight unk). According to the complainant, during the procedure the medical tech received a shock from the active cod, felt a tingling in her right hand and was taken to emergency for evaluation. She was released and placed on workman's compensation. Six days later, it was indicated that the complainant felt spasms in her right shoulder. The following day an EKG was performed (results unk). Reportedly, the medical tech is on pain medication for a reported "pain level of 4."